Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; due to the product being discarded. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient developed excessive bleeding and a tamponade post lvad implantation, requiring a return to the operating room for chest exploration. A steady stream of blood coming from the base of the outflow graft and a tear under the strain relief was found. The outflow graft and strain relief were exchanged and the patient was reported to be stable. It should be noted that an rvad was in place at the time of lvad implantation and was discontinued eight days post lvad implantation. However, a new rvad was placed 14 days post lvad implantation and the patient suffered right ventricular failure secondary to sepsis. The patient expired after the decision to withdraw support was made secondary to multi-organ failure and refractory acidosis. The outflow graft ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Although the reported event cannot be confirmed, the most probable root cause of the reported event may be attributed to user error associated with the technique and difficulty of outflow graft assembly and/or design issues. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline clear instructions to medical personnel on proper graft attachment as well as, warning, caution and precautions to help the user to detect and how to react in case a hazard occurs. Furthermore, a vascular prosthesis comprised of a woven polyester material that is extremely resistant to tear or rupture is utilized. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The day following implantation via sternotomy approach, the patient began to experience excessive bleeding and tamponade requiring re-operation for chest exploration. He was placed on cardiopulmonary bypass and visual inspection revealed a steady stream of blood coming from a tear under the stain relief at the base of the outflow graft. The graft was exchanged for a new one without complication. The strain relief was also replaced as a precautionary measure due to the uncertainty of the origin of the outflow graft tear though there was no reported damage. During the procedure the patient was transfused nineteen units of packed red blood cells, ten units of fresh frozen plasma, and five units of platelets. Support was reinitiated and he was returned to the intensive care unit in stable condition with his chest open. On the eighth post-operative day the patient was successfully weaned from the rvad (centrimag) support but six days later suffered sepsis and right ventricular failure. He later developed refractory right heart failure that required re-implant of centrimag as rvad and acidosis secondary to multi-organ failure and the decision was made to withdraw support. The outflow graft will not be returned to the manufacturer for analysis because it was discarded by the site. This event is not believed to be related to the heartware device by the treating physicians rather is attributed to the technique used to attach the outflow graft to the pump. Investigation is ongoing.